Manufacturer narrative:
A1: patient identifier: (B)(6). E1: initial reporter facility name: (B)(6).

Event description:
Eminent clinical study. It was reported that acute in-stent re-occlusion occurred. The subject was enrolled in the eminent clinical study on (B)(6) 2017 and the index procedure was performed on the same day. The target lesion was located in left proximal to mid superficial femoral artery (sfa) with 100% stenosis. The lesion was 120 mm long with a proximal reference vessel diameter of 5 mm and distal reference vessel diameter of 5 mm and was classified as tasc ii d lesion. The target lesion was treated with pre-dilation followed by placement of 7 mm x 150 mm study stent. Post treatment, dissection was noted, hence 7mm x 100 mm additional stent was implanted. Following post dilation, final residual stenosis was 5%. On (B)(6) 2017, the subject was discharged with antiplatelet therapy. On (B)(6) 2017, the subject was diagnosed with in-stent re-occlusion. On (B)(6) 2017, arteriography of left limb revealed that same extent of occlusion in the two bilaterally implanted stents and at the bifurcation of the superficial femoral artery with 1 cm long stump was noted. The occlusion extends 1 cm beyond the other side of the distal stent. On the same day, the subject was hospitalized for further treatment. On (B)(6) 2017, in-stent re-occlusion of the superficial femoral artery on the left was treated using rotarex recanalization. Post recanalization, residual thrombi was noted primarily in the distal part of the stent, so that another rotarex passage was performed however, residual thrombi was still noted, hence local lysis treatment was performed for a total of 25 min and this was primarily continued in the adductor canal with a total of 5 mg rtpa with the trailblazer catheter in place. Later, the entire stent was dilated twice using 5mm x 150mm boston balloon. However, stenosis still appears considerable, the stent was lengthened by a total of 2 cm and an additional flex stent of 7mm x 20 mm was placed. Post stent placement, 50% stenosis in the adductor canal was seen, hence this was treated stent-in-stent measure using a 6 mm x 150 mm supera stent. Finally, 6 mm x 100 mm boston balloon was dilated. Post treatment, good results were observed and walking ability was normalized. The subject was recommended to continue dual anticoagulation for another 3 months. On (B)(6) 2017, the event was considered to be recovered/resolved and the subject was discharged on (B)(6) 2017. It was further reported that on (B)(6) 2017, baseline core lab angiography analysis in the left proximal to mid sfa revealed mild calcification, absence of thrombus, ulceration and aneurysm. On (B)(6) 2017, the subject presented with complaints of claudication in left leg after 100 meters. Intervention was planned on a later date. On (B)(6) 2017, the subject was hospitalized for treatment. Additional core lab angiography results in target lesion (left proximal to mid sfa) revealed in-stent restenosis pattern as occlusion with presence of thrombus and absence of aneurysm. There was 20% final stenosis, with no thrombus at the end of the procedure.

Manufacturer narrative:
(B)(6).

Event description:
(B)(6) study. It was reported that acute in-stent re-occlusion occurred. The subject was enrolled in the (B)(6) study on (B)(6) 2017 and the index procedure was performed on the same day. The target lesion was located in left proximal to mid superficial femoral artery (sfa) with 100% stenosis. The lesion was 120 mm long with a proximal reference vessel diameter of 5 mm and distal reference vessel diameter of 5 mm and was classified as tasc ii d lesion. The target lesion was treated with pre-dilation followed by placement of 7 mm x 150 mm study stent. Post treatment, dissection was noted, hence 7mm x 100 mm additional stent was implanted. Following post dilation, final residual stenosis was 5%. On (B)(6) 2017, the subject was discharged with antiplatelet therapy. On (B)(6) 2017, the subject was diagnosed with in-stent re-occlusion. On (B)(6) 2017, arteriography of left limb revealed that same extent of occlusion in the two bilaterally implanted stents and at the bifurcation of the superficial femoral artery with 1 cm long stump was noted. The occlusion extends 1 cm beyond the other side of the distal stent. On the same day, the subject was hospitalized for further treatment. On (B)(6) 2017, in-stent re-occlusion of the superficial femoral artery on the left was treated using rotarex recanalization. Post recanalization, residual thrombi was noted primarily in the distal part of the stent, so that another rotarex passage was performed however, residual thrombi was still noted, hence local lysis treatment was performed for a total of 25 min and this was primarily continued in the adductor canal with a total of 5 mg rtpa with the trailblazer catheter in place. Later, the entire stent was dilated twice using 5mm x 150mm boston balloon. However, stenosis still appears considerable, the stent was lengthened by a total of 2 cm and an additional flex stent of 7mm x 20 mm was placed. Post stent placement, 50% stenosis in the adductor canal was seen, hence this was treated stent-in-stent measure using a 6 mm x 150 mm supera stent. Finally, 6 mm x 100 mm boston balloon was dilated. Post treatment, good results were observed and walking ability was normalized. The subject was recommended to continue dual anticoagulation for another 3 months. On (B)(6) 2017, the event was considered to be recovered/resolved and the subject was discharged on (B)(6) 2017.